Event description:
Customer reported, the system intermittently did not fluoro. No pt injury was reported.

Manufacturer narrative:
A ge service rep evaluated the system and replaced the footswitch. System operates as intended.